Event description:
The customer contact reported leakage from the disposable batteries was noted in the battery compartment of the device. The device was returned to the biomedical department from the maternity department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, leakage from the disposable batteries was noted in the battery compartment of the device. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.